Event description:
It was reported that this pacemaker device is exhibiting possible right ventricular (rv) lead loss of capture, as observed on the presenting electrogram. In addition, the rv lead pace impedance measurements have been variable, culminating in a low out of range pace impedance measurement of less than 200 ohms and an associated lead safety switch (lss). As a result of the lss, the pacemaker device automatically switched the rv lead from the bipolar to the unipolar pace and sense configuration. It was also indicated with the patient in the clinic, there was no rv capture observed in the unipolar or bipolar configuration and all rv pace impedance results showed noise. The boston scientific field representative believes the impedance results showing noise was due to loss of capture and an intrinsic rv beat being sensed. The patient was noted to have an intrinsic rhythm and has had no symptoms. An analysis of pacemaker device data was performed by boston scientific engineering. The analysis indicated the device power has been approximately 250 microwatts when it is expected to be approximately 40 microwatts. This is coincident with drastically varying rv lead impedance measurements. The analysis concluded that the data is consistent with a pacemaker device malfunction and prompt device replacement is recommended. Boston scientific technical services (ts) discussed the analysis results with the representative, including the recommendation to replace the device. It was indicated that the patient will see the electrophysiologist regarding device replacement. The device remains in-service at this time. There are no patient symptoms or adverse patient effects. Additional information was received that this pacemaker device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker device is exhibiting possible right ventricular (rv) lead loss of capture, as observed on the presenting electrogram. In addition, the rv lead pace impedance measurements have been variable, culminating in a low out of range pace impedance measurement of less than 200 ohms and an associated lead safety switch (lss). As a result of the lss, the pacemaker device automatically switched the rv lead from the bipolar to the unipolar pace and sense configuration. It was also indicated with the patient in the clinic, there was no rv capture observed in the unipolar or bipolar configuration and all rv pace impedance results showed noise. The boston scientific field representative believes the impedance results showing noise was due to loss of capture and an intrinsic rv beat being sensed. The patient was noted to have an intrinsic rhythm and has had no symptoms. An analysis of pacemaker device data was performed by boston scientific engineering. The analysis indicated the device power has been approximately 250 microwatts when it is expected to be approximately 40 microwatts. This is coincident with drastically varying rv lead impedance measurements. The analysis concluded that the data is consistent with a pacemaker device malfunction and prompt device replacement is recommended. Boston scientific technical services (ts) discussed the analysis results with the representative, including the recommendation to replace the device. It was indicated that the patient will see the electrophysiologist regarding device replacement. The device remains in-service at this time. There are no patient symptoms or adverse patient effects. Additional information was received that this pacemaker device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. A review of device memory found it was operating in safety mode and brady therapy remained available while implanted. Battery status of the device at explant was beginning of life (bol) with an appropriate battery voltage. The memory review also found that faults occurred on three consecutive days, indicating a memory error. As part of the testing, the device memory was corrected, and the device was taken out of safety mode operation. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. In addition, lead impedance and real time electrograms were tested. Normal operation was observed. The device case was opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. The battery was analyzed and confirmed normal function with no failure found. The results of the device analysis did not confirm the clinical observations. Analysis did find the device was operating in safety mode, but the root cause of the failure could not be confirmed.

Event description:
It was reported that this pacemaker device is exhibiting possible right ventricular (rv) lead loss of capture, as observed on the presenting electrogram. In addition, the rv lead pace impedance measurements have been variable, culminating in a low out of range pace impedance measurement of less than 200 ohms and an associated lead safety switch (lss). As a result of the lss, the pacemaker device automatically switched the rv lead from the bipolar to the unipolar pace and sense configuration. It was also indicated with the patient in the clinic, there was no rv capture observed in the unipolar or bipolar configuration and all rv pace impedance results showed noise. The boston scientific field representative believes the impedance results showing noise was due to loss of capture and an intrinsic rv beat being sensed. The patient was noted to have an intrinsic rhythm and has had no symptoms. An analysis of pacemaker device data was performed by boston scientific engineering. The analysis indicated the device power has been approximately 250 microwatts when it is expected to be approximately 40 microwatts. This is coincident with drastically varying rv lead impedance measurements. The analysis concluded that the data is consistent with a pacemaker device malfunction and prompt device replacement is recommended. Boston scientific technical services (ts) discussed the analysis results with the representative, including the recommendation to replace the device. It was indicated that the patient will see the electrophysiologist regarding device replacement. The device remains in-service at this time. There are no patient symptoms or adverse patient effects.